Manufacturer narrative:
(B)(4).

Event description:
The device was returned to the manufacturer.

Manufacturer narrative:
Product ID neu_unknown_cath lot# serial# unknown, implanted: 2009 (B)(6); product type catheter product ID 8596sc lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter . (B)(4).

Event description:
Additional information reported the patient experienced pain at the device pocket. The motor stall recovered after more than two hours. The device was replaced. The patient status was indicated as alive; no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the pump stalled and recovered about 16 hours later; then stalled again and did not recover. The pump eri (elective replacement indicator) was 37 months. Magnetic interference had been ruled out. The patient was experiencing ¿major withdrawal¿. The pump was delivering bupivacaine and dilaudid. It was later reported that the patient symptoms included switching between hot/cold; shaking, nausea, diarrhea, and fatigue. The pump initially stalled on (B)(6) 2013 @ 09:09 and recovered (B)(6) 2013 @ 06:54. The pump stalled again (B)(6) 2013 @ 08:42 and did not recover. The pump was programmed to minimum rate. The patient was stable on a low dose of oral medication. The clinic had not decided on replacement/explant.

Manufacturer narrative:
(B)(4).

Event description:
This event was also reported under manufacturer report # 3007566237-2014-00709 [it was reported that the patient's pump "stopped on her" in (B)(6) 2013. The patient stated that due to the event they were still increasing the pump dose. The device system delivered dilaudid.]. Any additional information received will be reported under this manufacturer report number (#3004209178-2013-10624). Additional information received reported symptoms the patient experienced related to the event also included flu-like symptoms, aching and "fuzzy-headed". The first stall lasted approximately twenty two hours. The second stall length was "unknown". The cause of the stall was unknown. In terms of troubleshooting, on (B)(6) 2013 pump interrogation showed a motor stall occurred on "2013 (B)(4)". The health care provider (hcp) consulted with the device manufacturer who suggested turning the pump down to minimum rate in case the pump restarted as the patient was being placed on oral medications. The plan at that time was to see if the patient could be managed with orals. The pump however on (B)(6) 2013 was replaced as previously reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly; corrosion and-or wear and-or lubrication. The stall was due to shaft-bearing. There was significant residue and shaft wear on the upper shaft of gear two. There was some residue on the jewel where the upper shaft of gear two inserts into the top bridge assembly.